Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered multiple anti-tachycardia pacing (atp) and a shock due to fast ventricular tachycardia. The atp appeared to have accelerated the rhythm, but the episode was successfully terminated by the shock. In addition, left ventricular (lv) lead low intrinsic amplitude with no undersensing was noted, and right ventricular (rv) lead undersensing was noted. The patient has hospitalized and received external shocks. Signal artifact monitoring (sam) episodes were exhibited likely due to patient atrial fibrillation (af). Mv was disabled. Technical services (ts) was consulted and recommended treatment and programming options. This crt-d system remains in service. No additional adverse patient effects were reported.